Manufacturer narrative:
According to customer, the "provider noted floating object inside the syringe prior to use of injecting lidocaine for a newborn male infant. The syringe is a 1ml tuberculin safety syringe". The customer stated there was no serious injury or medical intervention and that a sample is available for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to customer, the "provider noted floating object inside the syringe prior to use of injecting lidocaine for a newborn male infant. The syringe is a 1ml tuberculin safety syringe".